Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the device, the implant was found ruptured. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. If you would like us to conduct a more exhaustive evaluation, please complete the attached form and send it back by replying to this message. Once the form is received, the device will be thoroughly analyzed via microscopic examination and a new letter will be provided. If the form was recently provided, please disregard this additional request. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this 7617056 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and pain complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor memorygel breast implant 550 cc and experienced breast pain on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. Upon explantation, the device was found to be ruptured.